Event description:
It was reported that while setting up for surgery, the drill bit broke. It was also reported that there was no pt or user injury and there was no delay to surgery. It was further reported that another drill bit was readily available and the procedure was completed successfully.

Manufacturer narrative:
The drill bit subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the drill bit was broken from the radiolucent hub of the product. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.